Event description:
The reporter contacted animas on (B)(6) 2013, alleging a display screen issue. No other information was available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2016 with the following findings: during investigation, the pump powered on and displayed the verify screen. The display was found to be clear and legible; the display functioned appropriately. The complaint of a display issue was not duplicated during investigation. There was no defect found.